Manufacturer narrative:
(B)(4). Cracked blade. Analysis summary: the analysis results found that the device was returned with the blade scratched and cracked. The blade was received bent 15 degrees. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activation, and may result in blade "lockout" later in the procedure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was alarming. There was no pt consequence.